Event description:
Customer reported a malfunction on pump, specifically displaying malf 12 error code. There was no adverse impact to customer's blood glucose level. Customer was assisted by technical support in resetting the pump, and the malfunction code did not recur. Customer was advised to continue using pump and to call back if any issues arise again.